Manufacturer narrative:
As there is no contact information, further investigation of the device cannot be conducted. Although coolsculpting is unlikely to cause fat embolism due to its effects on the superficial fat, the association could not be ruled out completely. Other factors such as underlying diseases, injuries, or surgical history of the patient are unknown and most likely the cause of fat embolism. It is also unclear from the description whether the patient is reporting "blood clots" in the lower limb or is it truly a fat deposit.

Event description:
On (B)(6) 2020, allergan received information from the medical information team, in which the caller referenced posts on a coolsculpting treatment provider¿s website. One of the posts was reported by a patient who indicated that they had several fat clots in their legs that worked the way down their thighs then ankles and resolved after 6 months. It is not known if the patient followed up with the treatment office. Therefore, the diagnosis and treatment recommendations for the care of the reported embolism are not available.